Manufacturer narrative:
No product was received as the involved device currently remains in situ with no plans for revision at this time. No radiographs could be provided confirming alleged incident. The root cause of the event is a device use error as it was reported that there was perforation to the patients anterior longitudinal ligament with the bone filled cage which was implanted resulting in device malplacement. No additional investigation required. Label review: "... Potential adverse events and complications - as with any major surgical procedures, there are risks involved in spinal/orthopedic surgery. Infrequent operative and postoperative complications that may result in the need for additional surgeries..." "...potential risks identified with the use of this system, which may require additional surgery, include: neurological, vascular or visceral injury..." "... Warnings, cautions and precautions: the implantation of spinal systems should be performed only by experienced spinal surgeons with specific training in the use of this spinal system because this is a technically demanding procedure presenting a risk of serious injury to the patient..." "... Pre-operative warnings - 5. Care should be used during surgical procedures to prevent damage to the device(s) and injury to the patient..."

Event description:
On a (B)(6) 2022 a patient underwent a posterior lateral interbody fusion procedure on the lumbar region of the spine. During the procedure while inserting the spacer cage in-between l5-sacrum the cage fell ventrally. It was reported that a contributor was perforation of the anterior longitudinal ligament by grafted bone filled in the cage. At the time the surgeon determined retrieval of the cage would be unsafe and left the malplaced implant in-situ. The surgery was completed final tightening. CT scan showed no change in the cage position and no adverse effects were determined, it was decided to leave the cage in situ and the patient will be monitored.